Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a leadless implantable pulse generator (ipg) the patient lost conduction and went asystole. The leadless ipg was removed and replaced. No further patient complications have been reported as a result of this event.